Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# v635829, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a company representative that reported impedance measurements were run at 3v and contacts 9 and 10 tested at 35 ohms. They were intra-operative. No symptoms were reported. The short was noticed on the day of report. It was further reported the impedance test was done at 0.70v and 3.00v prior to a battery replacement. Low impedance was discovered between electrodes 9<(>&<)>10. The leads were wiped clean and reinserted into a new battery. The impedance test was done at 0.70v and 3.00v without resolution of the low impedance value. The cause of the low impedance was not determined. The impedance issue had not been resolved and contact 9<(>&<)>10 remained low. Additional information received from a company representative reported the battery replacement was due to normal battery depletion. Actions/interventions that were taken to resolve the low impedance was the physician wiped down the contacts and re-inserted them into the header. The lead remained implanted. Additional information was received from a manufacturer representative (rep). It was reported that there was a possible short circuit with electrodes 8 and 9 as impedances were measured at 35 ohms. It was also reported that the cause of the short remains unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.